Manufacturer narrative:
Concomitant medical devices: phaseal infusion adapter, therapy date (B)(6) 2016. Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that a 23 hour primary infusion of fluorouracil, dose 1600 mg/m2 (concentration 3.08 mg/ml), rate 46.6 ml/h, vtbi 99.2 was expected to end at 3:30 pm; however, 150-200 ml remained in bag. Time remaining on the device was recorded as 2 hr 07 minutes. The infusion chemo completed 5 hours later at 20:10. The fluorouracil infusion was administered through a port simultaneously with an infusion of leucovorin that completed on time. No patient harm was reported.